Manufacturer narrative:
Investigation: the collection set was unavailable for return and evaluation. The run dta file(rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: the signals in the run data file indicate that the plasma line was likely occluded during a portion of the procedure. If the plasma line does not contribute properly to the platelet pump it is possible that the flow through the lrs chamber could be higher than expected by the system. This could allow some wbcs to escape and contribute to the higher than expected wbc content reported for this collection. Orientation of the hex in the hex holder may contribute to the above. Possible causes for the plasma line occlusion include but are not limited to: pinching of the tubing due to the hex positioning as mentioned above, a significant kink in the plasma line tubing in the centrifuge.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the disposable kit is not available for return because it was discarded by the customer.